Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported malfunction. The customer reported that the cannula never inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached into the 300's mg/dl after less than a day of pod wear and that the cannula was never inserted correctly.